Event description:
On (B)(6) 2013 patient's mother reported the patient is having multiple concerns with the infusion device. Mother stated the infusion device is leaking in the patient's pocket. Mother also stated the infusion device is not delivering insulin correctly. Mother reported the patient stated this issue is causing her blood glucose level to be elevated higher than normal. Mother stated they noticed the issue of elevated blood glucose in (B)(6) 2012. Mother reported at that time the doctor increased the patient's basal rates; but she continued to have elevated blood glucose concerns. Mother stated the patient's blood glucose levels would range in the 200's-300's mg/dl. Patient's normal blood glucose level is 150's-180's mg/dl. Mother reported the patient would treat herself with a bolus. Mother stated she does not think the infusion device is delivering insulin; she does not think it is working correctly. Mother reported the infusion device did not display any error or alert messages. Patient is using a competitor's infusion set. On follow up call on (B)(6) 2013, mother reported the elevated readings are not due to the leaking. Mother stated the infusion device is not delivering the insulin correctly. Mother reported they have to give more insulin for a bolus than normal because the device is not delivering all of the bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter had any concomitant medical products. It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered, and all errors and alerts are triggered correctly by the pump.